Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), kidney infection ("severe kidney infection") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2017, the patient experienced kidney infection (seriousness criterion hospitalization prolonged). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and uterine pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("cramping while menstruating") and arthralgia ("pain throughout her hips"). Essure treatment was not changed. At the time of the report, the device dislocation, kidney infection, genital haemorrhage, dysmenorrhoea and arthralgia outcome was unknown. The reporter considered arthralgia, device dislocation, dysmenorrhoea, genital haemorrhage and kidney infection to be related to essure. The reporter commented: plaintiff s symptoms are so severe, plaintiff may have to undergo a hysterectomy to remove the essure device.incidentno lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.